Event description:
It was initially reported that diagnostics performed on the patient's device resulted in high lead impedance observed. The patient's device was disabled and was referred for revision surgery. Revision surgery is expected to occur. Review of clinic notes received did not indicate previous diagnostic results. It is known that the patient had seizures in the past while implanted with the vns, but it is unclear if this contributed to the impedance issue. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.